Event description:
Acct. Reports that when they attached a competitor's stopcock or an extension set to the continu-flo solution set. They do not stay connected even with tightening. States problem discovered during setup and prime, therefore, no injury to the pt.